Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source: foreign: singapore. Complaint could not be confirmed. Examination of the returned sizing plate exhibits signs of repeated use (nicked or gouged) and the returned locking handle held the sizing plate firmly when performing functional check. Functional check was also performed on locking handle using gages and results were noted as go passed and the no go did not. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Returned products were determined to be conforming and function properly. No failure detected. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00-5977-012-05, sizing plate, lot # 60074761. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02817.

Event description:
It was reported that during a surgery the tibial plate size 5, locks on too loosely and insecurely to the provisional handle. Attempts have been made, and no further information has been provided.